Event description:
On (B)(6) 2014 during review of the patient¿s programming history it was observed that on (B)(6) 2007 a faulted system diagnostics test occurred that changed the patient's settings from output=2.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=2.25ma/magnet pulse width=250usec/magnet on time=60sec to output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=0 ma/magnet pulse width=250usec/magnet on time=60sec. No final interrogation was performed on (B)(6) 2007 after the faulted test so it was not until the next visit on (B)(6) 2007 that the incorrect settings were observed and corrected.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Suspected medical device other, corrected data: the initial report inadvertently reported the data incorrectly. Device manufacture date, corrected data: the initial report inadvertently reported the data incorrectly.